Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the on/off display was flashing on the universal battery charger device. According to the reporter, the device would not charge the battery devices. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the blue led light was flashing and would not charge the batteries.therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use over time. This issue has been escalated to CAPA. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during pre-surgery. There were no delays to the planned surgical procedure as a spare device was available for use. The reporter further clarified that the event occurred on (B)(6) 2015. A different contact¿s name, phone number and facility were also provided. This information has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.